Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt when using the unicel dxc 600i synchron access clinical system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed on the same analyzer and an access 2 immunoassay system. The test results were within the normal range. The laboratory issued a corrected report. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample collected in a lithium heparin plasma tube. Centrifugation for 10 minutes at 3500. No other accutni results or other assays were in question. Two levels of quality control (qc) are run daily. Qc recovery in range prior to event. A system check run on (B)(6) 2010 failed when one replicate of the washed portion had a qns (quantity not sufficient) flag. Advised customer to rerun and callback if system check failed again. Customer did not callback. Customer did not report any event log messages associated with event. The analyzer was evaluated by the field service engineer. No hardware issues were identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.